Event description:
During kidney transplant, after pt unclamped (organ perfused with recipient blood), blood pressure dropped and pt had an arrhythmia. Pt was coded and fully resuscitated at this time. Pt did very well with immediate function of her transplanted organ. Possible that the pt had a reaction to the preservation fluid, viaspan. Lot number was 16g10043 and the expiration date was september 2014. Diagnosis or reason for use: kidney preservation solution. Event abated after use stopped or dose reduced: yes.